Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. During the procedure, the 3.00 x 24 mm taxus express2 drug eluting stent buckled in the middle and would not advance. The physician direct stented and crossed with a 3.0x32mm taxus stent to complete the procedure. No pt complications were reported.